Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Technical services/product performance engineering has confirmed normal device longevity. Decision is not reportable and can be re-evaluated if additional information is obtained. Supplement will be filed due to correction needed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.